Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. The power management board was returned to the quality assurance laboratory for further investigation. The customers complaint could not be duplicated but the root cause of a ferrite not completely soldered to circuit board was observed. The technician replaced the power management board to correct the issue.